Event description:
It was reported that the patient underwent a knee arthroplasty revision to address pain, aseptic patella loosening and flexion contractures greater than fifteen (15) degrees approximately nine (9) years post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown nexgen patella 35mm catalog #: ni lot #: ni, unknown nexgen cr articular surface 10mm catalog #: ni lot #: ni, unknown nexgen cemented stemmed tibial tray size 5catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, b4, b7, d10, g3, g6, h2, h3, h6, h11. D10 - concomitant devices - unknown nexgen patella 35mm catalog #: ni lot #: ni, unknown nexgen cruciate retaining articular surface 10mm catalog #: ni lot #: ni, nexgen stemmed precoat tibial component catalog #: 00598004701 lot #: 62912666, palacos r + g bone cement catalog #: ni lot #: ni h6 - component code - proposed code is mechanical (g04) - femur the product could not be evaluated and the reported event was not confirmed. Radiographic evaluation confirmed all components were anatomically aligned with no abnormalities noted. Radiolucency was noted along the femoral implant, however, there was no implant loosening noted. The device history could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.